Event description:
The surgeon was preparing for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the robot was brought into acetabular reaming, was unable to obtain the robotic haptics. The acetabulum was prepared manually and the case was completed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was preparing for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the robot was brought into acetabular reaming, was unable to obtain the robotic haptics. The acetabulum was prepared manually and the case was completed.

Manufacturer narrative:
Reported event: an event regarding inability to enter stereotactic boundaries involving a rio surgical arm, catalog: 207300 was reported. Method & results: -device history review: a review of the DHR associated with rio 276 found quality inspection procedures successfully passed. -complaint history: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding not locking into the haptics. There were 7 other reported events ((B)(4)) conclusion: a more thorough software investigation could not be performed due to lack of communication, no session data was provided. Three communication attempts were made. A field service engineer assesed the event of haptics failing to engage during surgery. The following was noted: "observed symptom: tested haptic field with saw bone. Haptics engaged as normal. Work performed: cleaned camera lens. Tested haptic field with saw bone. Haptics engaged as normal. Power cord was changed due to physical damage. Unit ready for clinical use. Electrical safety test result: pass". The device was not returned for evaluation.

Event description:
The surgeon was preparing for a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the robot was brought into acetabular reaming, was unable to obtain the robotic haptics. The acetabulum was prepared manually and the case was completed.